Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced blurry vision in both eyes (ou) at the one-month post op exam. A brief description from the surgery center indicated the patient¿s visual acuity is more blurry in the right eye than the left eye and reports focusing in and out. The patient¿s comments were of near vision is blurry and coming in and out. The patient indicated having double vision at night and is frustrated. The patient experienced loss of best corrected visual acuity (bcva). The surgery center reported the event is lasting and disabling, significantly interfering with daily activities. The patient was dilated for refraction and a dilated fundus exam(dfe) was performed. The surgeon is recommending a flap lilt be performed. Bcva from (B)(6) 2018 right eye pre-op 20/20 -2.50 x .00 x 90, left eye pre-op 20/20 -2.50 x .00 x 90. Bcva from (B)(6) 2018 right eye post-op 20/30 .25 x -2.25 x 13, left eye post-op 20/25 .00 x -2.00 x 7.

Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. In the initial report it was reported that the manufacturing date for the system was 8/31/2007 however, the manufacturing site has provided the date as september 2007 all pertinent information available to johnson & johnson surgical vision, inc has been submitted.